Event description:
The customer reported that the battery got deformed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery got deformed. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the reported symptom. The battery was replaced to resolve the issue. No further communication was requested and none is warranted. This was a malfunction of the battery.